Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead the control board was returned for evaluation. The customer's report was not replicated or confirmed. The customer received a replacement control board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing , the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.